Event description:
Two filterwire ex embolic protection systems were used in an interventional procedure in a pt undergoing an acute myocardial infarction. The target lesion was in the right coronary artery (rca). The physician reported that attempts to cross the lesion in the mid rca were difficult necessitating use of a 0.014" 190 cm guidant whisper guidewire used in a buddy wire technique. Once across the lesion the physician apparently lost visual contact with the filterwire distal tip. He retrieved the filterwire ex system and the guidewire tip had detached. He could not visually locate the guidewire tip in the vessel. He attempted to cross the lesion with a second filterwire ex but after the intervention, he noted that the tip had detached from the second filterwire. Pt condition was listed as good without any apparent complications.